Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the device tower door failed and unable to be recovered. A technical support specialist (tss) contacted the customer, who explained that the station was down because it had been moved due to construction. The tower was unplugged from the station as work was being performed in that area, although the customer reported it was plugged in when they attempted to recover the system. Later, the tss confirmed with the customer that the tower had been plugged back in. After the station was rebooted, the tower was detected on the bus, and it was functioning normally. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.